Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument, the fse replaced the ise pump seals and the sodium electrode. Additionally, the customer stated the sodium electrode had been on the advia 1800 since (B)(6) 2011 when the discordant result occurred. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration date stampled on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hours after blood collection or samples that are decomposed. The cause of the discordant sodium result is unknown. It was determined that the instrument was performing within specifications. No further evaluation of the device was required.

Event description:
A discordant advia 1800 sodium result was obtained on one patient sample. The result was not reported to the physician. Repeat testing was performed on the same advia 1800 system and the corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant sodium result.